Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 and 50mg/dl. The customer was treated for the low blood glucose with juice. Customer had issues with charging their transmitter. The customer was assisted with troubleshooting and successful charged their transmitter. The customer declined troubleshooting the low blood glucose levels. The product was not returned for analysis.